Manufacturer narrative:
Philips service replaced the cooling unit (cu3101 for certeray) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a cooling unit failure caused fluoroscopy blockage on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.